Event description:
The lay user/patient called lifescan (lfs) and alleged that his meter was prompting an error message. The patient stated that he purchased a bottle of test strips 2 weeks ago and that since suing them, he has been obtaining error messages. He could not specify as to the specific messages he received. A day before the event date, the patient began having hyperglycemic symptoms of extreme thirst, frequent urination, "sour mouth", joint pain, sleepy, and felt "beaten up". He wen to his physician the following day. His blood glucose was tested while in a fasting state and the result was 240 mg/dl. His physician advised him to take 2 pills of "bieglucon m5" immediately and he was given a shot of insulin (type and dosage unknown). It would have been helpful to know if he attempted to test before or after he began experiencing his symptoms, if he took any medication after experiencing his symptoms, and when was the last time he was able to test. This complaint is being reported as, as the meter/strip issue was not resolved; subsequently the patient was hyperglycemic with symptoms and later received medical interventionl. A replacement meter has been sent.